Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that prior to a pacemaker replacement this right atrial (ra) lead was noted to have high out of range impedances, and the lead was found to be fractured. Due to the patient's age the physician chose not to replace the lead but connected it to the new pacemaker and reprogrammed the settings. No adverse patient effects were reported.